Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the touch screen. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The touch screen was analyzed, and no data was found in the sit's system logs to indicate that the fault had occurred. A visual inspection identified no issue was found that is related to the report issue. The touch screen was installed onto a golden system (is 4000) where the failure was triggered screen not responsive indicating fault on the touch screen, replicating the reported event. The complaint was confirmed based on failure analysis. The touchscreen was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer reported to technical service engineer (tse) that they were having trouble with their touchpad and they are not able to select the patient anatomy. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no patient injury or harm.